Event description:
The procedure was to treat a lesion in the circumflex (cx). During the advancement of the stent delivery system, the stent dislodged between the main and the ostial circle (cx), although this was not immediately revealed. It was felt that the stent dislodgement was due to the unsuitable anatomy and calcification of the proximal vessel and the negative pressure of the inflation device during stent advancement. The dislodgement of the stent was not seen before the inflation of the balloon, so during the retraction of the same, persistent radiopacity and entrapment of the stent in left main were noticed. The stent was damaged due to the efforts to withdraw the balloon. The stent and the balloon become blocked at the distal entrance of the guiding catheter. Excessive force was applied during retraction, causing the breakage of the shaft. A goose neck catheter was used to retract the guiding catheter, the guidewire, and the shaft with the stent. There was no patient effects reported.